Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in the hospital for almost two weeks from pneumonia and chronic obstructive pulmonary disease (copd) complications and were discharged on (B)(6). Pt stated that when they returned they began noticing an issue with their ins system. Pt said their ins was off during the hospital stay but when they returned home they turned the stimulations back on and noticed both the controller and ins battery levels were at 100%. Pt said they checked the device manual and read step by step and it seemed like everything was ok. But now they noticed the ins is at 90% and has been that way for two weeks. Pt then clarified their statement by saying they recharge the ins daily when it gets to 90% so they are concern about the ins only depleting 10% each day with normal activity when in the past it would get down to around 80%. Pt said they increased the intensity last week because they have been in pain and will not see their healthcare provider (hcp) until the middle of the month. Pt said that they are going to request medtronic (mdt) rep assistance at this upcoming appointment. Pt said the ins charges quickly but when they were in the hospital the ins depleted quickly so they had to charge the ins half way and then take a break because the recharging antenna got hot and after it cooled down they charged it the reset of the way. Pt confirmed stimulation was turned on by utilizing the stim on/off button. Pt then provided group setting as group a (1 - 1.8; 2 - 2.3; 3 - 2.1); group b (1-2-3 all set at .7) pt said they changed each sub setting by 1.0 last sunday because they needed relief. Pt mentioned they had been hospitalized 6 times and was on a ventilator the past stay. Pt also said they had a fall a year and half ago and they also had surgery on their shoulder this past (B)(6) but did not allege that this was in any way related to the mdt device or therapy. Pt said the implant surgery was in (B)(6), ny but they have since relocated to (B)(6) and do not currently had a managing hcp. The issue was not resolved. The caller was re directed to their mdt rep and hcp for further assistance. Additional information was reported that an issue with their neurostimulator battery (ins) not depleting as it should. Pt stated they were in the hospital for eight days which they had to shut the ins off during their stay because of the machinery. Caller did not allege that hospital admission was in any way related to the mdt device or therapy. Pt said when they got home ((B)(6) 2022) it took hours to recharge the ins after it depleted during hospital stay and the ins has not worked the same. Pt explained that they have not been getting any relief from their ins therapy and the ins battery has not depleted below 90% since being discharged from hospital. Pt said they recharge ins daily between 7-10am and was averaging around 20%-30% usage for ins (prior to being in the hospital) before recharging. Pt commented that they met with a manufacturing representative (rep) while at doctor's appointment on (B)(6) to reprogrammed ins but is still not getting relief (zero percent/results in over a week). Pt said it normally takes them around 3 days to feel relief after being reprogrammed and confirmed they usually cannot feel the stimulation when it is in use (pt said they never turn the stimulation off). Pt said they went into group a and increased each of the intensity settings by 2 for sub-groups 1-0.8,2-0.7 ,3-0.7 in order to try to get some relief. Pt said the only thing they felt was their legs vibrating yesterday after the gym. Pt note they had programmed settings for group a, b, c with subgroups. Pt h as been really concern with ins battery level only using 10% within a 24 hour time period. Pt mentioned having arachnoiditis (using an oxygen tank/on a ventilator) saying if they have a flare up from this condition they are in fetal position 2-3 days in bed without moving. Patient services (pss) believed the pt had a misconception that their daily activities (showering/getting dressed/working out in a therapy gym) lifestyle had an impact on ins battery consumption & reviewed this with pt. Pss had pt verify stimulation was on by pressing ptm stim on/off button then select stimulation on when prompted. The issue was not resolved.